Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# c01a , 510k# k160983 and UDI# (B)(4) is approved for sale in u.s. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, after cement insertion, the cement back flowed into the pedicle. It was unknown whether it was late to plug with bfd, and whether there was pressure inside the vertebral body. It seemed that the cement flowed back early. Before implanting the cement, it was mixed for about 9 minutes and was doughy and homogeneous prior to delivery in the patient. There were no patient complications confirmed due to this issue at this point and the patient's pre-operative symptom has improved.